Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the monopolar curved scissors (mcs) were not following commands due to several loose wires. It was necessary to replace them with other sealed instruments to continue the procedure. The procedure was completed with no reported injury.